Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: wire fatigue and fluid ingress the reported event of an alarm activating prompting a controller exchange was unable to be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was returned for analysis, and a log file was submitted and downloaded for review that showed overlapping events spanning approximately 3 days ((B)(6) 2023, (B)(6) 2023, (B)(6) 2023 timestamp). Events occurring on (B)(6) 2023 were recorded during testing at abbott. The driveline was not connected to the system controller throughout the log file. There were no notable alarms active in the log file that would indicate an issue with the system controller. A review of the periodic log files showed the driveline disconnected from the system controller from (B)(6) 2023 at 07:08:33 until the end of the log file. The periodic log file records at set intervals rather than the onset of events; therefore, the exact time that the driveline was disconnected and the cause for the driveline disconnect was not recorded. There were no other notable alarms active in the log file. The system controller was returned for analysis and was connected to a mock loop and ran for an extended duration. During testing the cables were manipulated by hand; however, no issues or alarms became active during testing. The controller operated the mock loop without as expected. Provided information stated that the patient reported sleeping on wall power and woke up to a ¿change controller¿ alarm, which prompted them to change their controller. A root cause was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Per the periodic log file, it appeared that the controller was exchanged on (B)(6) 2023 between 06:08 and 07:08.

Event description:
It was reported that the patient woke up to a "change controller" alarm and changed their controller. Log files were submitted to determine sequence of events. The controller log file displayed multiple consecutive strings power cable disconnect, low flow, no external power, driveline disconnect, and lvad off alarms where it appears previous events associated with the controller exchange were overwritten.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.